Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the events "error code b30" and "distorted image during angulation" may have occurred due to damage to the image sensor unit during handling by the user. As for the cause of the damage to the image sensor unit, it is possible that it was caused by an irregular load applied to the insertion area, but the cause could not be identified. The event can be detected/prevented by following the instructions for use which state: ltf-s190-5 operation manual _important information ¿ please read before use :do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the scope communication b30 error was confirmed. Additionally, after aeration the image returned however angulation image became distorted and the charged couple device is defective. Furthermore, bending section cover has scratches and impact mark, bending section cover glue has minor scratches, insertion tube has bent, and video connector has dents and scratches. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, there was an scope communication error code b30, on the deflectable videoscope. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
Update was performed to e2, e3, and g2 to include the reporter's title and occupation details.